Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that stent damage occurred. Vascular access was obtained via the femoral artery. The 85% stenosed, 31mm x 3.3mm, eccentric, de novo target lesion with a significant bend of <=45 degrees was located in a mildly tortuous and moderately calcified right coronary artery. A 3.50x32mm synergy drug-eluting stent was advanced but failed to cross the lesion. When the device was removed, it was found that the distal stent itself was deformed. The procedure was completed with different device. No patient complications were reported and the patient's status was stable.